Manufacturer narrative:
The complaint device is not available for a physical evaluation. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10141.

Event description:
The affiliate reported via email during a rotator cuff repair the rep was told by the orthotechs that the surgeon broke the anchors in a rotator cuff repair case. The rep has not been able to speak to the surgeon yet to understand what happened. No delay to patient. No ae to patient. Items have been discarded. Additional information received via email from the affiliate on 3-16-2017: two medial, 2 lateral were planned for this procedure. The broken anchors were removed. The original bone hole was used to complete the procedure. The surgeon made an additional bone hole laterally to complete the procedure.